Manufacturer narrative:
The hcu 30 pump stopped during heating phase. The failure was not reproducible. Since no parts were replaced and no failure were found, no further investigation is necessary. No most probable root cause could be determined. Thus the reported failure 'pump stop' can not be confirmed. The failure occurred during tratment. The hcu 30 which was used, was responsible for this complaint. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint# (B)(4).

Manufacturer narrative:
After restarting the hcu 30 the problem was not reproducible. The device is under verification. A follow-up emdr will be submitted when additional information becomes available.

Event description:
It was reported that during temperature rising the hcu 30 pump stopped. The failure occurred during treatment. The hcu 30 had to be restarted. Complaint#(B)(4).